Manufacturer narrative:
The insulin pump was rec'd with a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.

Event description:
The customer called to report water damage after the insulin pump was submerged in water. Advised that the insulin pump would be replaced. Nothing further was reported.